Manufacturer narrative:
H6:investigation summary customer returned photos of a shelf carton of 4mm, 32g pen needles. Customer states that the needles were clogged. None of the photos showed the pen needles in questions. The photos only showed the shelf carton. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 23 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort/easyflow¿ technology from lot 0189489, and 3 needles from lot 0189491 failed to deliver insulin during use. The following information was provided by the initial reporter, translated from portuguese to english: "she mentions that in the last 3 used boxes she found needles that were clogged. In 1 box 15 were clogged, in 2 box 8 were clogged and in the current box 3 needles were already clogged. She visualized the quality deviation when she performed the flow test and there was no ejection of the insulin. Customer does not reuse."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189489, medical device expiration date: 2025-07-31, device manufacture date: 2020-07-07, medical device lot #: 0189491, medical device expiration date: 2025-07-31, device manufacture date: 2020-07-07. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 23 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort/easyflow¿ technology from lot 0189489, and 3 needles from lot 0189491 failed to deliver insulin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "she mentions that in the last 3 used boxes she found needles that were clogged. In 1 box 15 were clogged, in 2 box 8 were clogged and in the current box 3 needles were already clogged. She visualized the quality deviation when she performed the flow test and there was no ejection of the insulin. Customer does not reuse."